Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided section a3a, a3b: sex, gender: unknown/not provided section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2026 [alert date]. Section d4: model number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: primary unique device identification (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted. Section d6b: if explanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted or explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor has seen a white residue when using an unknown endocoat pro. The doctor explained it is hard to see but it appears as a white substance usually at the beginning of injecting endocoat pro. For the first occurrence, it was noticed that a substance was in the anterior chamber but it did clear when he evacuated the ovd at the end of the cataract procedure. There was patient contact. For the second occurrence, the doctor injects a small amount of endocoat pro outside of the eye before he enters the incision and injects to coat the endothelium to prevent the substance from going into the eye. There was no patient harm. The other surgeon has not seen any white substance. No further information was provided.